Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the insulin gauge was inaccurate and the pump time was incorrect, cause unknown. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the customer corrected the time, and reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 200 -217 mg/dl.